Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported the customer received a keypad anomaly. The customer stated their buttons were unresponsive. It was also reported the customer's reservoir compartment was cracked. Customer's blood glucose was 380 mg/dl. The customer treated their blood glucose with a manual injection. The customer stated they may bumped their insulin pump, leading to the keypad issues. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information provided.